Event description:
A customer reported that an ophthalmc ia handpiece tip that was coming off when removing sleeve. Procedure details and patient impact have not been provided. Additional information has been requested but none received till date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in sections h.6 and h.11. A sample was not received at the manufacturing site for evaluation for the report of tip of I/a coming off when removing the sleeve; however the attached customer photo confirms the reported issue of the tip detachment. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. The photo review confirms a detached overmolded tip; however, a sample was not received at the manufacturing site. Therefore, the root cause for the customer complaint issue cannot be determined. The exact root cause for this complaint is unknown, therefore, specific action with regards to this complaint cannot be taken. The manufacturer internal reference number is: (B)(4).